Manufacturer narrative:
Expiration - unknown as lot is unknown. (B)(4). Event evaluation: still under investigation.

Event description:
A (B)(6), female, with a greater than 7 centimeter diameter juxtarenal abdominal aortic aneurysm involving the left renal artery, underwent repair (B)(6) 2011. The physician planned to cover the left renal artery and simultaneously place another manufacturer's covered stent into the renal artery so that the kidney will remain perfused. The patient had a severely calcified aorto-iliac bifurcation, left common iliac, left external iliac, and left common femoral arteries. The iliac and femoral vasculature was also significantly tortuous. Because of the tortuosity, the physician decide to forego the use of a zenith tfle in the left common iliac., which was the contralateral side. Instead, placed another manufacturer's iliac limb (12x100) and successfully landed it in the zenith main body with adequate overlap. After completing the ipsilateral deployment of a zenith tfle, attention was paid to the infrarenal aortic neck. A completion angiogram revealed no proximal type I endoleak, but partial coverage of the right renal artery in addition to the planned total coverage of the left renal. The other manufacturer's stent the physician planned to use was damaged during preparation and was discarded. Another manufacturer's veriflex stent was successfully deployed in the left renal artery and the herculink stent in the right. Another angiogram was performed which showed exclusion of the patient's aneurysm and bilateral renal artery patency.